Event description:
It was reported the plaintiff was implanted with a monarc sling on or about (B)(6) 2011 with the intention of treating her for urinary incontinence. Following the implant surgery, the plaintiff immediately suffered and continues to suffer from severe pain. She was unable to walk, stand, or sit for prolonged periods of time. The plaintiff experienced significant physical, psychological, and emotional pain and suffering, as well as permanent and debilitating injuries. The plaintiff suffers from chronic and debilitating pain, as well as significant psychological stress and depression. On or about (B)(6) 2012, the plaintiff underwent surgery to attempt to have the mesh removed; however, the surgery was unsuccessful.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report- (B)(4).